Event description:
It was reported that a malfunction alarm occurred. The customer did not have an alternate method of insulin therapy available and would contact healthcare provided. No additional information was provided regarding issue.